Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite pump infusion set had connection issues. The following information was received by the initial reporter with the following verbatim. It was reported by customer that during preparation and priming of the line with normal saline, leakage was observed from the tubing. Investigation revealed that the joint connector was disconnected, resulting in fluid leakage.